Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During evaluation, device functioned to specification. The as5000 system was calibrated and evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The investigation indicated that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore, the device history record review and the labelling review was not required. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had completed the water change on the arctic sun device. The nurse stated that during a routine check the machine was heating and cooling effectively in manual mode, but the device was not able to heat the water above 24.5 degrees. Also nurse stated that the device was not used on a patient. Per follow up information received on 31 aug 2021, the heater was just heating up properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had completed the water change on the arctic sun device. The nurse stated that during a routine check the machine was heating and cooling effectively in manual mode, but the device was not able to heat the water above 24.5 degrees. Also nurse stated that the device was not used on a patient. Per follow up information received on (B)(6) 2021, the heater was just heating up properly.